Event description:
In 2009, patient was very confused and reported she could not remember how to take a bolus. She said her meter was reading "hi" (>600 mg/dl) and she didn't know how to make the infusion device deliver insulin. Patient reports the infusion device was in the run mode. Advised patient on how to program a quick bolus. Patient states she bolused 20 units of insulin. Advised patient will follow up. Recommended she call her doctor since her blood glucose is so elevated. On follow up call 3 hours later, patient reported her blood glucose has returned to normal. Patient stated an hour and a half after her bolus, her readings returned to 130 mg/dl. Patient's normal range is 120-150 mg/dl. Patient reported there were no errors or alerts that occurred on the infusion device. Troubleshooting did not find any product issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.